Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: activelife 1-piece drainable cut-to-fit pouch w/durahesive plus skin barrier w/1-sided comfort panel and tape collar 12" transparent. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that the patient developed a rash under the tape collar of her device on two different occasions. Each time, the rash was diagnosed as a fungal (yeast) infection. The patient sought medical treatment and was advised by her physician to apply an anti-fungal powder to the skin. The rash reportedly resolved with the anti-fungal powder treatment. No further patient complications were reported.